Event description:
It was reported that 46 bd nano¿ 2nd gen pen needles failed to push out medicine during the flow check. The following information was provided by the initial reporter: "consumer reported found 46 pen needles from this box that would not press out the flow check".

Manufacturer narrative:
H6: investigation summary: customer returned (45) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that pen needles would not press out during the flow check. All returned pen needles were examined and 30 out of 45 returned samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 46 bd nano¿ 2nd gen pen needles failed to push out medicine during the flow check. The following information was provided by the initial reporter: "consumer reported found 46 pen needles from this box that would not press out the flow check."